Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to MFR report # 3005099803-2009-06194 for the other associated device info. It was reported to boston scientific corp that a rotatable oval snare, and a resolution clip device were used during a polypectomy procedure within the colon in 2009. According to the complainant, during the procedure, the physician was testing the rotatable oval snare outside of the pt when it was noticed that the loop wire was broken. The physician used another rotatable oval snare to successfully complete the polypectomy. Then, when the physician positioned a resolution clip device at the polypectomy site to complete hemostasis, the clip would not advance from the catheter; the physician could not deploy the clip and had to remove the device. The case was completed with another resolution clip device. There was roughly a 3 minute delay in the procedure in order to swap out the resolution clip device devices. Although this exchange did exacerbate the bleed, there were no reported pt complications. The pt's condition at the conclusion of the procedure was reported to be good. With both suspect devices, the complainant noted no damage to the packaging.

Manufacturer narrative:
(Bound in sheath). The device has been received, however, an analysis has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.